Event description:
Reporter stated that patient's blood back-to-back blood glucose results of 427 mg/dl, 227 mg/dl, and 108 mg/dl on the aviva system. Reporter indicated that, at the time the results were obtained, patient was not experiencing symptoms of hyperglycemia. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. A level-one quality control test was performed on the aviva system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.